Event description:
Received info stating pt might have accidentally given herself a 25 unit bolus.

Manufacturer narrative:
During further troubleshooting customer indicated she was not putting attention and was trying to input 25g for food bolus. A download of the pump logs indicate that a override was initiated and a 25u was requested.